Event description:
It was reported that during the right ventricular (rv) lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
A review of product performance data indicated that there was also a rise in threshold on the right ventricular (rv) lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID vedr01 ipg implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4)